Event description:
It was reported to medtronic minimed that the customer experienced damage-cracked display window. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1880l was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After the battery installation, the unit showed an unexpected missing segments/partial display with permanent black lines. Unit passed self test. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic stack. During microscopic inspection, it was determined that the individual traces on lcd glass between the lcd controller and the lcd image area have been broken causing horizontal lines of information from displaying. Unit also received a broken trace, battery tube threads - cracked, cracked case (battery tube), cracked case on battery side, scratched case, missing display window/cover and cracked belt clip rails. In conclusion, the unit was received with broken traces causing display anomaly. Customers allegations for cosmetic allegations were not confirmed during visual inspection when no cosmetic damages were noted on display screen. However, unit was received with cracked case (battery tube) was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.